Event description:
It was reported the trial patient could feel stimulation ¿doing something.¿ the patient felt a tingling sensation. The patient did not feel stimulation at the beginning of the call. The green light was blinking on the stimulator. Changing positions did not resolve the issue. Increasing stimulation resulted in mid back stimulation. The patient¿s bandages had been loose. Later that day, the patient could feel the left wire and a ¿twinge¿ sensation. The patient had to turn stimulation all the way up to feel comfortable stimulation. The patient was also experiencing constipation and upper back pain, but those could be unrelated symptoms. During the night, the patient thought the lead had been pulled out. The patient had good stimulation while standing, walking, and sitting straight up. However, the patient had painful stimulation on the left front side of the anus while sitting. The patient was sitting in the recliner at the time of the call and stimulation was not bad. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).